Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a peak blood glucose of 327 mg/dl lasting about 90 minutes; the user inquired about using a meal announcement to reduce glucose despite being advised that the correction algorithm would address elevated glucose and was coached to assess infusion integrity, including verifying for a bent cannula and changing supplies. Symptoms included elevated blood glucose without ketosis or other reported clinical sequelae. Outcomes included no use of backup therapy and no medical intervention. Investigation included user support, troubleshooting, and education regarding appropriate use of correction features and infusion set assessment. Investigation of this case revealed that the cause of hyperglycemia was unclear and no device alarms or leaks were reported. It was concluded that the event was non-serious with cause undetermined and that the device was functioning as designed based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.